Event description:
It was reported that the atrial lead exhibited sensing threshold anomaly. It was also indicated that the lead was not functional. The lead was capped and replaced on (B)(6) 2017. No further information was reported.